Event description:
It was reported that the external pulse generator was found to have its output stuck at 180 paces-per-minute (ppm), although it was set to 80 ppm. It was further noted that the generator did not respond to knobs for 10-15 minutes. It was also requested that the generator receive its annual test and calibration. There was no patient involvement.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions. Further analysis was performed on the interconnect flex. Visual inspection found that the witness marks were centered and well-defined, tail thickness meets specification. Bench analysis found that voltage appeared linear and full range with no anomalies, no anomalies found while monitoring output while slightly bending the assembly, no anomalies observed while applying localized heating and cooling, electrical functionality was stable. Conclusion: could not confirm the reported event or failure seen during repair of the device, no defect found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the interconnect flex was defective. It was also noted that the lower case was broken. (B)(4).